Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset, and as a result, the cgm error was resolved, allowing the customer to successfully start their sensor session.